Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) was still connected. The supply bags were empty except for solution in the heater bag. The technical service representative (tsr) asked if any bags came undone, per the hp, no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. The hp would finish with a manual bag. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.